Manufacturer narrative:
A batch record review indicates no discrepancies. During the manufacturing process, the manufacturer did perform 100% balloon inflation functional testing, as defined by the protocols, on each of the assemblies. This included inflating the balloon through the luer lock activated valve, inspecting for leaks, and then deflating the balloon, again through the luer lock activated valve. The device history records were reviewed and it was confirmed that the established manufacturing and inspections processes were followed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a product malfunction. Additional details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: september 27, 2016. (B)(4).

Event description:
It was reported that a patient used the device for 2 days. Due to the change in stool consistency, the device was to be removed but when the nurse tried to deflate the balloon she noticed that it was impossible (probably because the syringe wasn't connected perfectly with the luer valve). The inflated balloon was removed from the patient. No harm was reported, no further information was provided including treatment and outcome.